Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an r-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial lead exhibited low impedance. Reprogramming was carried out and the lead remains in use. No patient complications have been reported as a result of this event. It was further reported that the right atrial (ra) lead also exhibited low p-waves and it is suspected that the lead integrity has been affected. It was also noted that artifacts were present on the right ventricular (rv) lead. The rv lead also exhibited variation of r-wave amplitude in regards to pacing. Both leads remain in use.